Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, noise was noted on the atrial lead causing over-sensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.